Manufacturer narrative:
Event date: (B)(6) 2012. Additional suspect medical device components involved: model#: sc-2366-50 serial #: (B)(4) description: linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that a patient was explanted due to an infection. The patient had developed an infection at the midline incision that spread down to the pocket site. The patient's symptoms were redness, tenderness and swelling. The patient had been prescribed antibiotics previously for erosion (MDR 3006630150-2012-00228), but had ceased taking them. The physician does not know the cause of the infection. The patient is reportedly doing well after the procedure and will be re-implanted once the physician feels it's safe.